Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal tampons fell apart leaving pieces inside. She experienced pain when removing the tampons. After this occurrence in 2016, consumer sought medical attention several times for abdominal pain, abnormal vaginal discharge and odor. She was diagnosed with a bacterial infection and prescribed a vaginal cream and amoxicillin.